Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken black wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not beeping or vibrating after delivering bolus. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer reported that they performed self test and the insulin pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.